Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the MRI stall was logged on 2018-sep-07. A motor stall recovery date/time was not provided. When asked what the results of the MRI were, it was stated that there was a large mass in the conus medullaris filled the spinal canal at t12-l1, but no evidence of extension in the bones. There was also mild facet arthritis in the lower lumbar spine and mild degenerative stenosis at l4-l5. The cause of the patient's symptoms was not provided. No actions/interventions were taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-05-28, information was received from a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that for the last couple of months, they have not been getting a lot of pain relief from the pump, and they have been getting sick a lot. The patient stated that they were having magnetic resonance imaging (MRI) to check on the pump, to make sure the pump was working. The neurosurgeon wanted to have a company representative (rep) there. Additional information received on (B)(6) 2025 from the patient indicated that the pump stopped due to the MRI. The cause of the symptoms was noted to be MRI. The rep determined that the pump started.